Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-05676. It was reported the pt was no longer receiving adequate coverage. A review of the MFR's device record database revealed the pt's lead was explanted and replaced (with a different model). The pt's ipg was also found to be explanted and replaced (with a different model). The reason the ipg was replaced is unk.